Event description:
On (B)(6) 2024, the medical staff of the department of surgical anesthesiology of our hospital gave feedback that after the patient's blood pressure was stabilized in the room, when the arterial needle was withdrawn according to the standard and pressure was given, the arterial needle was found to be defective, the anesthesiologist was informed and ultrasound was given to guide the location of the defective portion of the arterial needle, which was reported to the head of the department and then contacted the surgeon for consultation, and the family agreed to the surgery under local anesthesia to remove the defective portion of the arterial needle after communication. After removing the broken part of the needle, the patient was compared to confirm the integrity of the needle, communicated with the family to confirm the correctness of the suture and bandage fixation, and then transferred to the ward after observing the patient's stability.

Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of catheter broke/ separated after placement was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd arterial cannula 20g/45mm catheter broke / separated on (B)(6) 2024, the medical staff of the department of surgical anesthesiology of our hospital gave feedback that after the patient's blood pressure was stabilized in the room, when the arterial needle was withdrawn according to the standard and pressure was given, the arterial needle was found to be defective, the anesthesiologist was informed and ultrasound was given to guide the location of the defective portion of the arterial needle, which was reported to the head of the department and then contacted the surgeon for consultation, and the family agreed to the surgery under local anesthesia to remove the defective portion of the arterial needle after communication. After removing the broken part of the needle, the patient was compared to confirm the integrity of the needle, communicated with the family to confirm the correctness of the suture and bandage fixation, and then transferred to the ward after observing the patient's stability.